Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. All keypad buttons were reportedly under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: during investigation, there was moisture observed under the display lens. The keypad cover was found to be undamaged and all the buttons were responsive to user presses. The battery compartment was found to be cracked. A leak test failed due to a display lens leak. The keypad cover was opened and there were no contaminants found under the contacts. The pump was opened and there was moisture found on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.